Event description:
Patient reported "according to the results of an MRI, there is a rupture in one implant". Later healthcare professional reported "the inner cavity of the implant is deformed, with areas of hypointense mr signal visible in all scanning modes" and "oily substance seepage". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6.

Manufacturer narrative:
Clarification to b3 date of event: partial date 2024. Clarification to d6a implant date: partial date 2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side "there is a rupture in one implant" diagnosed via MRI. Device remains implanted.